Event description:
The user facility reports incident of a cut in the blood pump segment tubing which occurred at initiation of tx ebl=300cc. Evaluation of the actual complaint sample indicates that the pump segment tubing was damaged and cut by the machine pump tubing guides. The reported eent may have been caused by user error or improper insertion of the pump segement tubing into the machine housing. The machine manufacturer has provided information to the user on proper pump segment installation. There was no patient injury or need for medical intervention reported.